Event description:
Info received that the stretcher moved sideways with the brakes on. No injury reported.

Manufacturer narrative:
Technician found the stretcher moved sideways with the brakes on, due to defective casters (worn out). Replaced 3 casters to resolve this issue.